Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that an unrecognized error message occurred, and that the cable was frayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.